Event description:
It was reported that during an unknown time the device unevenly scorers the skin. No effect on the patient's condition, skin was not incised deeply enough. Diligence is complete as no additional information is available.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in poland. E1: telephone- (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.